Event description:
Attempted cautery during electromyography (emg) with error message reading. Error message flashing on screen. A different machine was brought from another room to use. The procedure was completed and there was no harm to the patient.